Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure. The patient's blood glucose (bg) values reached 164 mg/dl.

Manufacturer narrative:
Remove from health effect - clinical code = e1205 hyperglycemia add to health effect - clinical code = e2403 no clinical signs, symptoms or conditions.

Manufacturer narrative:
The device was received not deployed. The linkage assembly was in the not deployed state and the slide insert was not in the viewing window. The download data showed that the device ran for 55 pulses 45 of which were first prime pulses. Timeouts and a drive stall was seen during the priming sequence. The device was reset and paired to a master pdm. The device was able to deliver a 5u bolus with no replicated timeouts or drive stalls. No damages or deficiencies were observed during investigation of the drive mechanism that would lead to the timeouts or drive stall. The timeouts and drive stall prevented the device from deploying as intended. No other damages or deficiencies were observed during the investigation.